Event description:
Boston scientific received information that a red alert was detected due to this right ventricular (rv) lead displaying high out of range (oor) shock impedance measurements. Technical services (ts) provided trouble shooting methods to determine root cause of oor measurements. Ts suspected the interaction of environmental noise during measurements to be the reason for the oor measurements. This, however, cannot be confirmed until lead troubleshooting is performed. This report will be updated once a lead evaluation takes place. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that this patient attended a follow-up. An x-ray was performed, which revealed possible right ventricular (rv) lead damage. All pins appeared to be fully inserted into the header. Various configurations were attempted, and only when programmed rv distal coil to can were the shock impedance measurements within range. The patient performed isometric and extended maneuvers, but no out of range measurements were noted. It was suspected there was damage to the svc coil. The decision was made to leave the system programmed rv distal coil to can. This patient will be monitored. If out of range measurements are observed in the future, then a more invasive interrogation will be performed.